Manufacturer narrative:
Product analysis: at analysis it was noted that the log was unable to be downloaded and the program control pen screen did not respond. The service disk was run and the stylus assembly was changed out. The programmer then passed its functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.